Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: unknown) was used on a (B)(6) male patient who had a relatively short downtime with a shockable cardiac rhythm. The autopulse platform stopped after few compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation). The use of the platform was discontinued, and manual CPR was performed during troubleshooting. The ems crew decided to use the second autopulse platform (sn: unknown), which was on the scene. However, the second platform also stopped after few compressions and displayed ua17. Lifebands were switched, but the issue was not resolved. Use of the second platform was also discontinued, and manual CPR was performed for 45-50 minutes. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. As per customer, it is unknown if the patient's death was related to the reported issues on the autopulse systems. As per customer, two autopulse li-ion batteries with serial numbers sn: (B)(4) and sn: (B)(4) were used in this reported event. Both batteries were fully charged prior to inserting into the autopulse platforms. Both batteries were last fully charged on (B)(6) 2020, two days prior to the reported event date. After the incident, the batteries were attempted to be charged in an autopulse multi-chemistry charger (mcc), and both batteries displayed green flashing led lights. Please see the following related MFR report: MFR # 3010617000-2020-00270 for the autopulse platform (sn: unknown) MFR # 3010617000-2020-00203 for the 1st autopulse li-ion battery (sn: (B)(4)) MFR # 3010617000-2020-00233 for the 1st autopulse li-ion battery (sn: (b)4)).

Event description:
The autopulse platform (sn:(B)(4) was used on a 61-year-old male patient who had a relatively short downtime with a shockable cardiac rhythm. The autopulse platform stopped after few compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation). The use of the platform was discontinued, and manual CPR was performed during troubleshooting. The ems crew decided to use the second autopulse platform (sn: (B)(4), which was on the scene. However, the second platform also stopped after few compressions and displayed ua17. Lifebands were switched, but the issue was not resolved. Use of the second platform was also discontinued, and manual CPR was performed for 45-50 minutes. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. As per customer, it is unknown if the patient's death was related to the reported issues on the autopulse systems. As per customer, two autopulse li-ion batteries with serial numbers sn: (B)(4) and sn: (B)(4) were used in this reported event. Both batteries were fully charged prior to inserting into the autopulse platforms. Both batteries were last fully charged on (B)(6) 2020, two days prior to the reported event date. After the incident, the batteries were attempted to be charged in an autopulse multi-chemistry charger (mcc), and both batteries displayed green flashing led lights. Please see the following related MFR report: MFR # (B)(4) for the autopulse platform (sn: (B)(4). MFR # (B)(4) for the 1st autopulse li-ion battery (sn: (B)(4). MFR # (B)(4) for the 1st autopulse li-ion battery (sn: (B)(4).

Manufacturer narrative:
B5 (describe event or problem) was updated based on received additional information. D4 (additional device information, including catalog number, serial number, unique identifier (UDI) number) was updated based on received additional information. H4 (device manufacture date) was updated based on received additional information.